Event description:
It was reported that the pump and catheter were explanted. Patient was getting 60-70% pain relief and had come in for routine dye study. They were unable to aspirate catheter. "A catheter revision was recommended but patient wanted system explanted". It was reported on (B)(6) 2012 that patient had experienced return of symptoms, especially "tremendous pain". It was stated that patient had been in the hospital 4-5 times in the past two weeks because of this and had been having problems about 3-4 months ago; "prior to this the pump worked great, but patient also had constant problems". Patient was informed by the healthcare provider (hcp) that the catheter was plugged. Patient was being weaned off of the pump and in last two visits the pump medications were decreased by 50% each time. Patient was prescribed norco and oxycotin-ir, both orally, for his pain relief. Patient was dissatisfied with option for system explant. The hcp planned to completely wean him off of pump medication and remove entire system for several months and then replace it and use dilaudid in the pump instead of the current drug, morphine. Patient believed that this option would leave him "without pain medication for several months and seemed most expensive and most painful option". It was added that patient had to go in for adjustments 2-3times/month. Following device system explant patient recovered without sequel. It was added that when the catheter tip was cut a black sludge was noted to clog the catheter tip holes.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4) , implanted: 2009-(B)(6), explanted: 2012-(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found catheter body incorrectly assembled, found dark residue occlusion in dispensing holes, and found possible poor connection to pump causing leak or detachment it was found that at the dispensing holes the catheter had a slice cut and only the most distal dispensing hole had dark material. The anchor had been sutured directly to the anchor body and not in the suture loops as indicated in the catheter implant manual. Most significant anomaly was the coring, tearing and indents in one of the two retaining ring fingers which is an indication that the sutureless catheter (sc) may not have been connected properly. Because of the damaged noted inside of the sc, it is believed to be the cause of a leak at the juncture of were the sc meets the outlet of the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.